Event description:
A journal article titled - a non-inferiority, randomized clinical trial comparing paclitaxel-coated balloon versus new-generation drug-eluting stents on angiographic outcomes for coronary de novo lesions - was submitted for review. This prospective, randomized, open-label, single-center study was designed to evaluate the efficacy and safety of drug-coated balloons (dcb) in the treatment of coronary de novo lesions in terms of angiographic late lumen loss (lll), when compared to drug-eluting stents (des). The primary endpoint was the lumen loss of target lesions at the 9-month angiographic follow-up. Lll was defined as the minimal lumen diameter (mld) immediately after the procedure minus the mld at 9 months. The secondary endpoint was the major adverse cardiovascular events (mace) after 12 months. Mace was defined as the composite of cardiac death, non-fatal myocardial infarction (mi), target vessel revascularization (tlr), and target vessel revascularization (tvr). A total of 170 eligible patients were enrolled and randomized to receive the dcb or des in a 1:1 ratio. Of these seven patients withdraw their consent forms after pci procedure; therefore, 84 patients in dcb group and 79 patients in des group were analyzed for baseline data. Resolute integrity stents were among the des used during the procedures. Patients were admitted for the procedures for a variety of reasons including stable and unstable angina pectoris, non-st-elevation myocardial infarction (nstemi), st-elevation myocardial infarction (stemi) and one vessel, two vessel and three vessel disease. During the hospital stay one patient in the des group developed thromboembolism at the distal end of the second obtuse marginal branch after stenting of the proximal left circumflex artery and was diagnosed with perioperative mi according to the increase in myocardial enzymes. No further intervention was performed due to the very small vessel diameter. Dissection after device release was observed in 27.3% of dcb cases, significantly higher than after des. The primary endpoint of 9-month lll was 0.19±0.49mm with the dcb versus 0.03±0.64mm with the des. Re-stenosis rate was similar between the dcb and the des groups. The 12-month cumulative mace rate was similar in the dcb and des groups. There were no deaths in either group. One mi had occurred in each group. In the des group one tvr and three tlr were undertaken.

Manufacturer narrative:
Journal article: a non-inferiority, randomized clinical trial comparing paclitaxel-coated balloon versus new-generation drug-eluting stents on angiographic outcomes for coronary de novo lesions year: 2022 ref: doi.org/10.1007/s10557-021-07172-4 a2: average age a3: majority gender b3: date of publication medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.